Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s) / perforation (fallopian tube(s))"), device dislocation ("migration"), genital haemorrhage ("heavy and irregular bleeding") and abdominal adhesions ("essure device adhering to sigmoid colon") in a 45-year-old female patient who had essure (batch no. 932159/932159) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included drug allergy (scopolomine patch, discovered today.) And varicose veins. Show no edema and are without erythema, cords or pain. Previously administered products included for an unreported indication: zovia from 2006 to (B)(6) 2010. Past adverse reactions to the above products included contraception with zovia. Concurrent conditions included heavy periods, menses irregular, abdominal crampy pains, endometrial biopsy, pain menstrual, menometrorrhagia, myopia and adenomyosis. Concomitant products included fluoxetine from (B)(6) 2012 to (B)(6) 2014 for depression as well as ibuprofen from (B)(6) 2012 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with anal incontinence, pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, 1 year 7 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal adhesions (seriousness criterion medically significant) and intestinal scarring ("scarred down the sigmoid colon"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016 and hysterectomy with bilateral salphingectomy) and surgery (lysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, abdominal adhesions and intestinal scarring outcome was unknown, the genital haemorrhage had resolved and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal adhesions, device dislocation, fallopian tube perforation, genital haemorrhage, intestinal scarring, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that she required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - in (B)(6) 2014: bilaterally occluded fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s) / perforation (fallopian tube(s))"), device dislocation ("migration"), genital haemorrhage ("heavy and irregular bleeding") and abdominal adhesions ("essure device adhering to sigmoid colon") in a 45-year-old female patient who had essure (batch no. 932159/932159) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included drug allergy (scopolomine patch, discovered today.) And varicose veins. Show no edema and are without erythema, cords or pain. Previously administered products included for an unreported indication: zovia from 2006 to (B)(6) 2010. Past adverse reactions to the above products included contraception with zovia. Concurrent conditions included heavy periods, menses irregular, abdominal crampy pains, endometrial biopsy, pain menstrual, menometrorrhagia, myopia and adenomyosis. Concomitant products included fluoxetine from (B)(6) 2012 to (B)(6) 2014 for depression as well as ibuprofen from (B)(6) 2012 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with anal incontinence, pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, 1 year 7 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal adhesions (seriousness criterion medically significant) and scar ("scarred down the sigmoid colon"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016 and hysterectomy with bilateral salphingectomy) and surgery (lysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, abdominal adhesions and scar outcome was unknown, the genital haemorrhage had resolved and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal adhesions, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, scar and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that she required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - in (B)(6) 2014: bilaterally occluded fallopian tubes. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events added from pfs- scarred down the sigmoid colon. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s) / perforation (fallopian tube(s))"), device dislocation ("migration /essure had basically gotten stuck to her colon"), genital haemorrhage ("heavy and irregular bleeding") and abdominal adhesions ("essure device adhering to sigmoid colon") in a 45-year-old female patient who had essure (batch no. 932159/932159) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy (scopolomine patch, discovered today.), varicose veins, sleep problem, adenomyosis, leiomyoma nos and colonoscopy. Show no edema and are without erythema, cords or pain. Previously administered products included for an unreported indication: zovia from 2006 to (B)(6) 2010. Past adverse reactions to the above products included contraception with zovia. Concurrent conditions included heavy periods, menses irregular, abdominal crampy pains, endometrial biopsy, pain menstrual, menometrorrhagia, myopia, adenomyosis, infection, seasonal allergy, astigmatism, rosacea, first degree hemorrhoids, blood in stool, diarrhea, rectal bleeding and hemorrhoids. Concomitant products included fluoxetine from (B)(6) 2012 to (B)(6) 2014 for depression as well as fluticasone, ibuprofen from (B)(6) 2012 to (B)(6) 2017 , metronidazole and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with anal incontinence, pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013 , the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / abnormal bleeding (menorrhagia)"), 1 year 7 months after insertion of essure. In 2016, the patient experienced post-traumatic stress disorder ("post traumatic stress disorder"). On an unknown date, the patient experienced abdominal adhesions (seriousness criterion medically significant) and gastrointestinal scarring ("scarred down the sigmoid colon"). The patient was treated with surgery (lysis of adhesion and pelvic surgery on (B)(6) 2016 and hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, abdominal adhesions, gastrointestinal scarring and post-traumatic stress disorder outcome was unknown, the genital haemorrhage had resolved and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal adhesions, device dislocation, fallopian tube perforation, gastrointestinal scarring, genital haemorrhage, menorrhagia, post-traumatic stress disorder and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that she required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Bilateral occlusion and visualization of essure devices, there appears to be two coils on the left and one on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - in (B)(6) 2014: results: bilaterally occluded fallopian tubes. Bilateral occlusion and visualization of essure devices, there appears to be two coils on the left and one on the right. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, irregular menses, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: pfs received. Event added: post traumatic stress disorder. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device/essure device adhering to sigmoid colon."), device dislocation ("migration") and genital haemorrhage ("heavy and irregular bleeding") in a (B)(6)-old female patient who had essure (batch no. 932159/932159) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included drug allergy (scopolamine patch, discovered today.) And varicose veins. Show no edema and are without erythema, cords or pain. Concurrent conditions included heavy periods, menses irregular, abdominal crampy pains, endometrial biopsy, pain menstrual, menometrorrhagia and adenomyosis. Concomitant products included fluoxetine from (B)(6) 2012 to (B)(6) 2014 for depression as well as ibuprofen from (B)(6) 2012 to (B)(6) 2017, ovulen 50 (zovia) and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant), the first episode of pelvic pain ("chronic pelvic pain") and abdominal pain lower ("lower quadrant pain"). On (B)(6) 2013, 1 year 7 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/genital bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and the second episode of pelvic pain ("pain"). On an unknown date, the patient experienced anal incontinence ("fecal incontinence"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016). At the time of the report, the perforation, device dislocation, genital haemorrhage, abdominal pain lower, menorrhagia and the last episode of pelvic pain outcome was unknown, the vaginal haemorrhage had not resolved and the anal incontinence had resolved. The reporter considered abdominal pain lower, anal incontinence, device dislocation, genital haemorrhage, menorrhagia, perforation, vaginal haemorrhage, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that she required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - in (B)(6) 2014: bilaterally occluded fallopian tubes. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet, new reporter, patient demographic, lab data, concomitant condition essure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number 932159/932159, stop date, concomitant product,new events, abnormal bleeding (vaginal, menorrhagia), pain and fecal incontinence were added the event perforation (fallopian tube(s)) and other injury(ies) or complication (s) fecal incontinence due to perforation and essure device adhering to sigmoid colon clubbed with previous event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain") and abdominal pain lower ("lower quadrant pain"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016). At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain and perforation to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that she required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.